Manufacturer narrative:
The user facility submitted medwatch mw5109918 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was programmed to deliver propofol at a dose of 21 mcg/kg/min= 6.7 ml/hr., to an intubated patient. The pump showed that 24 ml was delivered to the patient; however, the bottle of propofol ¿was still full¿. The nurse reported the patient was not adequately sedated and ¿could potentially have self- extubated causing harm to the patient¿. Medical intervention for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.